Manufacturer narrative:
Manufacturer ref: (B)(4). Device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had a flow rate inaccuracy during a preventative maintenance test and the result was "too high." It was also reported there was no pt involvement.